Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported an unknown trident ceramic liner. Additionally an unknown c-taper head was also reported. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
An event regarding pain involving an unknown trident ceramic liner was reported. The event was not confirmed. The exact cause of the event could not be determined because no medical records, x-rays or device were provided for evaluation which is needed to determine the root cause for the reported event.

Event description:
It was reported that the surgeon decided to revise the head and liner due to patient pain when walking and a crunching in her hip when walking.

Event description:
It was reported that the surgeon decided to revise the head and liner due to patient pain when walking and a crunching in her hip when walking.